Event description:
It was reported that the customer's insulin pump experienced two motor error alarms during a bolus and the reservoir chamber is cracked. The customer's blood glucose level was reported to be 120 mg/dl. The customer was advised to disconnect from the pump and revert to back up plan. The product is being returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a scratched display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).